Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s other blood glucose level was 75 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not at time of high blood glucose event. The insulin pump will not be returned for analysis.